Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is not receiving effective stimulation from her scs system. In turn, the patient will consult with the physician regarding surgical intervention to address the issue.

Event description:
Follow-up information revealed the patient's scs system was functioning as intended. The physician confirmed the system was providing therapy as the physician had the patient turn off the stimulation but the pain returned. However, the physician plans to explant the patient's scs system.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the patient's scs system was removed.